Event description:
It was reported that a malfunction alarm occurred. It was reported that the customer went to hospital and admitted to the intensive care unit (ICU) with an elevated blood glucose (bg) level, value not provided. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged from the ICU on 4/25 with the issue resolved and no permanent damage. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.